Manufacturer narrative:
(B)(4). No further information regarding this case was provided. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient came in for follow up due to the lead safety switch being activated due to out of range pacing impedances. Further testing showed no sensing and loss of capture. The patient was sent for an x-ray and a new system implant. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.